Event description:
It was reported that a retroperitoneal bleed and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The patient had a tortuous groin. During the procedure, a non-boston scientific (bsc) 16f dilator was used to dilate the patient's vein. A non-bsc sl1 with a non-bsc nrg needle were used. The non-bsc nrg needle was used to cross the septum with no issues. This was performed with transesophageal echocardiography (tee) and fluoroscopy guidance. After crossing the septum, the was sheath was inserted. The patient's blood pressure (bp) dropped, and the procedure was completed successfully. A computed tomography (CT) scan was performed after the implant procedure. The CT showed a retroperitoneal bleed at the iliac. The patient was admitted for observation and is expected to fully recover. It was further reported that due to the patient anatomy it was difficult to advance.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0037438117. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include bleeding (retroperitoneal hemorrhage), hematoma, and hypotension (imaging required, and hospitalization). Risk review: a risk review was completed and confirmed that the events of bleeding (retroperitoneal hemorrhage) hematoma, and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B5. Describe event or problem: updated with additional information received. H6. Device code updated from a24 adverse event without identified device of use problem to a150205 difficult to advance.

Event description:
It was reported that a retroperitoneal bleed and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The patient had a tortuous groin. During the procedure, a non-boston scientific (bsc) 16f dilator was used to dilate the patient's vein. A non-bsc sl1 with a non-bsc nrg needle were used. The non-bsc nrg needle was used to cross the septum with no issues. This was performed with transesophageal echocardiography (tee) and fluoroscopy guidance. After crossing the septum, the was sheath was inserted. The patient's blood pressure (bp) dropped, and the procedure was completed successfully. A computed tomography (CT) scan was performed after the implant procedure. The CT showed a retroperitoneal bleed at the iliac. The patient was admitted for observation and is expected to fully recover. It was further reported that due to the patient anatomy it was difficult to advance.

Event description:
It was reported that a retroperitoneal bleed and hospitalization occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. The patient had a tortuous groin. During the procedure, a non-boston scientific (bsc) 16f dilator was used to dilate the patient's vein. A non-bsc sl1 with a non-bsc nrg needle were used. The non-bsc nrg needle was used to cross the septum with no issues. This was performed with transesophageal echocardiography (tee) and fluoroscopy guidance. After crossing the septum, the was sheath was inserted. The patient's blood pressure (bp) dropped, and the procedure was completed successfully. A computed tomography (CT) scan was performed after the implant procedure. The CT showed a retroperitoneal bleed at the iliac. The patient was admitted for observation and is expected to fully recover.